Event description:
It was reported that the cement was hardened for only 1 min and 30 sec starting from mixing in tha with exeter and trident. So, the exeter could not be inserted completely into the canal. The surgeon broke the pt's lateral femoral bone and removed the cement, because the cement which was inserted distal could not be removed. The surgeon mixed the cement again and inserted downsized stem and the procedure was completed with 4 hours and 30 min delay. The temp of the op room was 23-25c. The cement and the revolution which was used with early hardened cement were stored in the general temp (we cannot specify specific temp, but it is not high temp). It cannot be specified how long the cement was stored in general temp. Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer were used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.